Event description:
A customer reported an event of an odor/smell emitting from the sterrad nx sterilizer. Two to three healthcare workers (hcws) experienced reactions of headache and skin irritation. None of the hcws sought or received any medical attention/treatment and all are reported to be "good." The customer was advised to turn the unit off. An asp field service engineer was dispatched to assess the unit on site. This event is being reported as a malfunction report subsequent to a serious injury event dated (B)(6) 2013.

Manufacturer narrative:
Correction: from 208472511/22/2013012c to z-0744-0746-2014. (B)(4). Asp investigation summary: the investigation included a review of the device history record (DHR), service history, trending of the product malfunction code, failure mode and effects analysis (fmea), and system hazard and user misuse analysis (shuma), and corrective and preventative action (CAPA). The DHR was reviewed. The unit met manufacturing specifications at the time of release and there were no issues related to this failure mode noted. The service history for this unit for the past six months (06/23/2013 to 12/20/2013) did not observe any significant trend. The trend for the product malfunction code of odor/smells was completed from february 2013 through january 2014 and revealed a significant trend which is addressed in CAPA. The trend for the product malfunction code of human reaction was completed from february 2013 through january 2014 with the highest risk acceptability rate considered to be broadly acceptable. The trend for the product malfunction code of skin reaction was completed from february 2013 through january 2014 with the risk acceptability rate considered to be broadly acceptable. The fmea revealed the risk priority number (rpn) scores are considered acceptable. The shuma indicates the risk is as low as reasonably practicable for mild (limited) exposure to odor or odorants. CAPA investigation as well as the astm testing performed indicated oil degradation can cause odor/smells for sterrad systems. The oil mist filter was returned and tested. The part was able to complete a test cycle, however, there was a slight odor detected and smoke was seen. The reason for return was confirmed. The catalytic converter was returned and tested. It was unable to pass the special test plans. The reason for return was confirmed. The reported issue was resolved at the customer facility. The issue will be tracked and trended. No further investigation is necessary at this time.

Manufacturer narrative:
(B)(4). A field service engineer was dispatched to customer site. Odor/smell was confirmed. The vacuum pump oil, catalytic decomp filter and oil mist filter were replaced. Unit meets specifications and was returned to service on 12/24/2013.